Event description:
It was reported that a clearlink continu-flo solution set was observed to have micro-bubbles in the tubing. The process step and patient involvement are both unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevation information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.